Event description:
It was reported that the customer's usb cable became ¿frayed¿ and could no longer be used to charge the pump. Reportedly, the customer reverted to an alternate cable to charge the pump. Customer¿s blood glucose value was 158 mg/dl.

Manufacturer narrative:
Device not returned.